Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, vyaire technical support advised the customer to calibrate the analyzer because it seems that it is a monitored problem. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported delivered fraction of inspired oxygen issue on the avea ventilator. The customer reported that there was no patient involvement associated with the reported event.